Event description:
Healthcare professional reported "intracapsular rupture of left mammary prosthesis." The device has been explanted and replaced.

Manufacturer narrative:
Device lab evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing orientation dot observed assessed as inconclusive. Additional observations: ¿ yellow particles observed on the device.

Event description:
Healthcare professional reported "intracapsular rupture of left mammary prosthesis." The device has been explanted and replaced.

Manufacturer narrative:
F2303. A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture of left mammary prosthesis." Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.